Event description:
It was reported that the device had a tear in membrane. There was no patient involved, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The root cause was a damaged dso seal. This was replaced and the device passed all functional tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.